Event description:
A report that the pt's precision system was explanted was received. The reason for explant was that the pt was having pain at the ipg site. The pt also stated she was not getting adequate relief from the system. The pt is reportedly doing well.